Event description:
The device was removed due to a "failure." As reported to co, the entire device was removed and replalced with another MFR's device. 3/14/97, upon receipt of the physician/surgeons operative report, he stated, "failed 2-piece inflatable penile prosthesis. The defect in the device was noted at the point of reinforcement to the tubing."

Manufacturer narrative:
According to the available info, this penile prosthesis was implanted on an unspecified date. The device was removed on 8/24/95, reportedly due to a "failed prosthesis." In the received operative report, the physician indicated that "the defect in the device was noted at the point of the reinforcement to the tubing. The resipump and two cylinders were received and evaluated by the MFR. During functional testing a leakage site was detected at the resipump's serialized strain relief junction. Microscopic examination of the leakage site showed that its cross sectional surfaces were rough and irregular, indicating a tubing tear. Near the leakage site the device appeared melted, apparently from hot instrumentation. Based on the received info and quality assurance's evaluation, qa concludes that a tubing tear was the reason for the reported failure. The tear was contributed to by stress(es) experienced by the device while in-vivo. The observed hot instrument damage most likely occurred during or subsequent to explant, and therefore is not related to the reason for removing the device.